Event description:
It was reported that during implant attempt, the lead was implanted without event but dft (defibrillation threshold) testing was less than acceptable. The lead was replaced with a dual-coil lead, and dft testing was better. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.